Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/30/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# fg-5400-00c, serial# unknown). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a left ventricular outflow tract (lvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a vascular dissection requiring surgical intervention. After completing ablation of the left coronary cusp, with the smarttouch sf catheter still in, the patient became hypotensive and st segment elevation was noted in the precordial leads of the body surface electrocardiogram (ECG). Angiography revealed a left anterior descending (lad) coronary artery dissection. Cardiologist attempted to advance a guidewire across the lad for percutaneous repair without success. Patient was transferred to the operating room for surgical repair via coronary bypass. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related, specifically, mechanical manipulation of the smarttouch sf catheter near the left coronary cusp. Carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
It was reported that a (B)(6) year-old female patient underwent a left ventricular outflow tract (lvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a vascular dissection requiring surgical intervention. The device was visually inspected and it was found to be in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Force sensor testing was performed and found to be working properly. The force values were observed to be within specifications. Electrical testing was performed on the catheter and found to be within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and found within specifications. The catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer ref no: (B)(4).